Event description:
Leaking noted at the female hub connector, approximately half way through feeding. Recurring problem with this product at this facility for approximately 5 months. The manufacturer has been notified and product has been returned; the manufacturer says they are investigating. The problem continues to occur. There are multiple reports for this issue.